Event description:
It was reported that the patient heard a tone from his implantable cardioverter defibrillator (ICD) when placing the magnet over the device while using electrical stimulation on his knee. The patient also heard the tone a few minutes later and stated that the device would probably need to be replaced soon and the tone may be due to a low battery. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was also reported that the device reached elective replacement indicator and was explanted and replaced.